Manufacturer narrative:
The device was returned for analysis. The reported resistance with the guide wire was not confirmed. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulty. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported this was an arteriotomy closure of the right common femoral artery using the pre-close technique using two proglide devices via a 6f sheath hole prior to an interventional stent graft treatment. Reportedly, during insertion of one of the proglide devices, resistance was met with the guide wire; however, the suture was successfully pre-placed. The sheath was upsized to a 10f sheath and the stent graft treatment was completed. Hemostasis was achieved with the pre-placed sutures of the two proglides. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.